Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, evidence of moisture was found in the display lens, inside the battery compartment, and on the underside of the battery cap. The battery compartment was cracked. A leak was found in the battery compartment, in the pump cover, and in the display lens. The pump intermittently powered up to auditory and vibratory alarms to a blank display. A test battery cap was used for all testing. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump including the display flex cable and connector. The moisture damage was the cause of the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.